Event description:
I, (B)(6) was injured on the job in (B)(6) 2019 resulting in needing back surgery. I had surgery at (B)(6) hospital by dr (B)(6) on (B)(6) 2020 at the l4-l5 level using the altera model number 1124.1132. For two and a half years dr. (B)(6) told me I was fine and I wasn't hurting and it was all in my head. When I woke up from surgery I was grey, black and blue all down my left side. It was a bad rash that lasted several weeks. I finally went to (B)(6) to (B)(6) and seen dr. (B)(6) who did an MRI and discovered I had a failed fusion. Since then I seen dr. (B)(6) in (B)(6) at (B)(6) and he done a nuclear bone scan and a myelogram which both confirmed a failed fusion. I have since learned of the recall of the globus medical spacer model number 1124.1132 issued on 07-22-2020 just one week after I was released from hospital post-surgery. After careful review of my medical records and communicating with (B)(6) and dr. (B)(6) I cannot get the lot# to the spacer I have in me. (B)(6) and dr. (B)(6) are now telling me that globus medical did not send any of the affected lot numbers to (B)(6), but I have two letters from globus that says they did in fact send the affected lot numbers to (B)(6). Globus also informed me that they sent letters of the recall in writing to (B)(6) and dr. (B)(6). However, I was never advised of the recall. I have had all the symptom's that the recall letter says patient would have for two years before I learned of recall. The two surgeons involved in my surgery are no longer with (B)(6) since I brought this to the attention of (B)(6) administrators and family affairs. I am living in pure misery over this and can't get anyone to help me with this. (B)(6) has completely denied me medical treatment and refuse to treat me. Dr (B)(6) in (B)(6) at (B)(6) was going to redo my surgery but without the lot numbers on anything I have in my back he don't know what he's getting into and decided he didn't want to do my surgery to correct this problem. I can send additional information as needed. Please send me a confirmation that you received this complaint and an re number with an e-mail address. Thank you for your attention to this matter. Sincerely submitted, (B)(6). All tests confirmed failed fusion. Catalog, lot, serial numbers: unknown. (B)(6) will not release any of the above information except the model number.